Event description:
It was observed that during the device evaluation, the rigid video scope exhibited broken light guide tube, cracks and discoloration of the liquid-immersed distal end ccd glass edge, a broken light guide bundle glass, indentation on insertion tube and occasional blackout when shaking the light guide tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress and electrical/electronic component problem due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.